Event description:
It was reported that while the surgeon was positioning the light during a heart case, the gray handle fell off into the surgical site. The handle was recovered and no injuries were reported. Eval of the handle revealed that the nuts on the hinge were missing. The light has been in service 10 years. Maintenance on the light involved has been provided by the facility since the expiration of the original 3 year warranty. Alm technical representative inspected all similar lights at the facility following the incident, and provided a quote for "OEM" maintenance service.